Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise that led to inappropriate sensing. During lead revision, the lead was noted to be fractured. The lead was capped and replaced. The patient was well after the procedure.